Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose(bg) level was 200s-300 mg/dl with trace ketones for this reported event. The customer delivered a correction to address blood glucose level. During the call with tandem technical support, it was also reported intermittently that the customer entered in carbs but the pump registered a bg value. No further information was provided.